Manufacturer narrative:
This product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
When inserting the stent delivery system (sds) through the 6fr. Sheath (cook), the stent deployed and became stuck in the sheath. The physician needed to remove that sheath with the stent simultaneously and insert a new sheath to continue the procedure. The patient is a male. The target lesion was a stenosis in the left superficial femoral artery (sfa). The product was properly inspected and prepped prior to use and no anomalies were seen. The physician accessed the patient using a right femoral approach. There was no difficulty accessing the lesion with the guidewire. When advancing the device over the guidewire through the sheath, the stent deployed. There was no resistance met when advancing the device and the locking pin was still in place. The stent was stuck and did not exit the sheath. Therefore, the physician removed the sheath with the stent simultaneously from the patient. Another sheath was inserted to continue the procedure. There is no information as how the procedure was completed. There was no reported injury to the patient.